Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patients tested for elecsys troponin I stat immunoassay (troponin I stat) on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. Patient 1 initial troponin I stat result was 0.67 ng/ml. A new sample was obtained the same day and the result was 0.26 ng/ml. Patient 2 initial troponin I stat result was 0.63 ng/ml. The same sample tube was repeated and the result was <0.16 ng/ml. No adverse event occurred. The troponin I stat reagent lot number was 159776. The expiration date was not provided. The most recent pinch tube exchange was on (B)(6) 2016. Liquid flow cleaning was last performed on (B)(6) 2016. The alarm trace showed some alarms related to the bead mixer. The customer was having quality control (qc) issues for ckmb stat, troponin I stat, hcg stat and pro bnp assays and a service visit was requested. The field service engineer (fse) visited the customer site on (B)(6) 2016. The sample/reagent probe and sipper probe were cleaned. Liquid flow cleaning service was unsuccessful. Significant variation was observed with the photomultiplier tubes. A liquid level detection adjustment was made. On (B)(6) 2016, the fse returned to the customer site and also noticed variations in blank cell calibration. The sample/reagent probe was replaced. Calibrations were deleted and new calibrations with a new reagent pack were performed. All calibration and qc results were acceptable. Based on a review of the alarm trace, the fse identified a bent bead mixer paddle. A new one was ordered and installed. A specific root cause was not identified. Additional information was requested for investigation but was not provided.